Event description:
It was reported that while using 2 bd vacutainer® push button blood collection set, the customer heard a buzzing sound from the tubing during blood collection and then noticed bubbles forming in tubing. Also, the blood leaked from the area where the needle is attached to the tubing after collection. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jan-2025. Investigation summary : bd received one customer photo and 15 samples for investigation. The photo depicts two used devices in biohazard bags, showing air in the tubing and blood leakage in one corner. Additionally, two of the used customer samples underwent visual inspection for air bubbles in the tubing and leakage, and both failed testing due to these issues. Furthermore, the 13 unused customer samples underwent functional tests for air bubbles and leakage during draw, and all passed testing with no signs of damage, air bubbles, or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: air bubbles and leakage. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 2 bd vacutainer® push button blood collection set, the customer heard a buzzing sound from the tubing during blood collection and then noticed bubbles forming in tubing. Also, the blood leaked from the area where the needle is attached to the tubing after collection. No patient or user impact reported.